Manufacturer narrative:
D9: product received date 9/19/2024. H3: one device was returned for repair. There was no previous service history. No reoccurring errors or alarms in event history. The primary complaint was confirmed. The downstream occlusion (dso) seal is ripped. The manufacturer replaced the dso seal, and performed verification testing and device passed all test criteria. Software was up to date.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a damaged downstream occlusion (dso) seal and a crack in the battery compartment. There was no patient involvement. Event occurred during testing.